Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Bone overheating is suggested because we have no control over the cutting power of the drills used and about the quality of the irrigation during the surgical procedure.

Event description:
(B)(4) ¿ the dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type iii).